Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The account reported patient underwent uneventful ilasik on (B)(6) 2014. Patient presented at 1 day post treatment with significant striae in left eye. Patient brought back to laser suite and the flap was repositioned and stretched in left eye. Epithelium debridement over area of striae performed and bandage contact lens (bcl) placed. Patient seen on (B)(6) 2014 visual acuity sans corrected (vasc) 20/20 in right eye and 20/50 left eye. A 3mm epithelial defect centrally over area of previous striae was seen. Bcl in place. Patient to continue antibiotics and re-check daily until defect healed.

Manufacturer narrative:
Placeholder.